Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. The issue was resolved by plugging the charging cable into a working wall adapter, which began charging the pump, and no further assistance was required.